Event description:
We received a report that during the implantation of a tecnis intraocular lens (iol) zcb00, the lens would not center properly because of patient anatomy. There was a capsule tear. The iol was removed and a three-piece iol was used instead.

Manufacturer narrative:
Device returned on 12/23/2014 (not 2015). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification showed the lens was cut in two pieces. Small loose particles were observed on the sample compatible with handling the lens out of a particle controlled environment. Stains of hardened viscoelastic were dispersed through the lens pieces. The returned haptics, adhered to each of the pieces, were complete. The returned portions of the lens are consistent with a lens that has been explanted. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.